Event description:
It was reported that during a device replacement procedure, it was noted that the previously implanted right ventricular (rv) lead exhibited high impedance on the high voltage (hv) coil. The lead status is unconfirmed, as follow up was attempted but unsuccessful. No patient complications have been reported as a result of this event.